Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. H6. Investigation findings: c22 ¿ photo analysis. Photo investigation summary: this is an analysis for a photo submitted for evaluation. During the visual analysis, the following was observed: the photos show an open package with product code vstas1. The image is not clear to determine the failure mode or the reported condition. Based on the photo review, the event describe is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. Did the tip break off during use or before dispensing the product? Before dispensing the product. 2. Are there pictures of the damaged device available? No pictures of the damaged device. There was not any patient consequence associate with this issue. The following information was requested, but unavailable: 1. Did the vstas1 tip that experienced the quality issue come from a 3 pack of tips sold separately or a vistaseal kit? 2. If it came from a vistaseal kit, please clarify what is the product code (vst02, vst04, or vst10)? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Did the vstas1 tip that experienced the quality issue come from a 3 pack of tips sold separately or a vistaseal kit? 2. If it came from a vistaseal kit, please clarify what is the product code (vst02, vst04, or vst10)? 3. Did the tip break off during use or before dispensing the product? 4. What is the lot number of the affected unit? 5. Are there pictures of the damaged device available? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a fibrin sealant preparation device was used. During the procedure the tip broke off the device. Tip was retrieved. No adverse patient consequences were reported. Additional information was requested.